Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified obtuse marginal branch. After an unspecified guide wire crossed the lesion, a 2.00mm x 12mm emerge balloon catheter was advanced for dilation. The balloon was inflated however, it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified obtuse marginal branch. After an unspecified guide wire crossed the lesion, a 2.00mm x 12mm emerge balloon catheter was advanced for dilation. The balloon was inflated however, it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.